Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with trace nasal peripheral diffuse lamellar keratitis (dlk) in the left eye with no clumping post lasik. Patient was placed on an oral steroid and topical steroid drop dosage was increased. Patient noted good vision and comfort. Upon follow up, dlk is reported to be resolved.